Event description:
It was reported that the patient experienced dizziness, syncope and was feeling intermittently symptomatic. The right ventricular (rv) lead exhibited high impedance, loss of capture and a polarity switch. It was also noted that the implantable pulse generator (ipg) moved slightly. The rv lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.